Manufacturer narrative:
Occupation: purchasing agent. PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy, an ncircle delta wire tipless stone extractor was removed from its packaging, tested, and discovered that the basket would not open. Another cook basket was used to successfully complete the case. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: as reported, during a ureteroscopy, an ncircle delta wire tipless stone extractor was removed from its packaging, tested, and discovered that the basket would not open. Another cook basket was used to successfully complete the case. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. Product was returned in open packaging. The handle would not actuated the basket. There appears to be damage to the basket sheath at the distal end of the support sheath. The male luer lock adapter (mlla) was loose on the handle. The basket was in the open position with no damage or abnormalities. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was opened and could not be closed, the reported issue was that the basket would not open. The basket sheath was buckled at the yellow support sheath, which prevented the basket from functioning. The cause for the sheath damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.